Manufacturer narrative:
F1 date original medwatch reported to FDA. This device was received, evaluated and retained by this facility. (Co) the engineering evaluation revealed this stent was received intact with evidence of dried blood and body fluids on the stent. There was no evidence of a cover on the stent.

Event description:
It was reported this esophageal stent was placed without incident on october 6, 1997. On november 10, 1997 it was noted the stent had migrated into the pt's stomach. On january 13, 1998 the stent was removed with a snare without incident. No further complications were noted. No further details are available regarding the circumstances surrounding this event. The device has been destroyed. Therefore, a failure analysis was not available. Without evaluating the device and without further details, co is unable to determine the cause for this event. The directions for use for this product list as potential complications "...stent migration."